Event description:
It was reported that two flues of a (B)(4) for a selector tip, melted during aspiration of a tumor. The event described as follows: the pt was anesthetized when the issue occurred. The event increased the surgery time by 20 mins. There was no injury involved with this event. The surgery was completed by using a second unit which also had the same issue occur. The settings were: power 50, aspiration 30, irrigation 4.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.